Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer states the device has an error code - "apply pads and plug in connector". No pt impact.